Manufacturer narrative:
Device was returned to MFR (MFR.) And has been analyzed as follows: visual examination of device noted device lot number (1-524027a) etched on bottom of device. Brownish red material was seen in interior of device locking mechanism. Device had atypical access marks (i.e. Raised silicone material was seen on device septum). Most likely this eas caused by use of needle greater than 22ga and/or a coring type needle. The attached catheter was approximately 8" in length. Device was then unlocked revealing brownish red material inside locking mechanism, on catheter tubing, and at outside of port body connection. Material had consistency of coagulated blood. Upon re-engaging the locking mechanism (securing catheter to device body), device was flused with 5cc of water with no resistance. Flushed fluid was clear and particle free. The device also aspirtated easily. No leaks were seen. Device consistently functioned as intended. A trend analysis was performed on similar incidents for this catalog/lot number and trend was not identified. Review of device history record did not reveal any mfg variances related to this event. Based on info available and results of MFR.'s analysis of device, report that "catheter tip had clot around it and for that reason the catheter was not functioning" could not be confirmed. No further details are available. Customer has been notified of MFR.'s findings. MFR. Is now closing file on this event. Submitted to FDA on 3/31/1998.